Event description:
It was reported that during an unknown procedure, on the 1st or 2nd firing, the reload broke in two and fell into the patient. The pieces were retrieved. No further information is known at this time. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information received: although no adverse impact to patient was reported, potential for additional intervention in trying to locate broken pieces.